Manufacturer narrative:
Common device name should have been "scs trial lead" rather than "scs ipg." Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient reported experiencing a headache during a post-op visit and the patient was admitted to the hospital where a blood patch was performed. Reportedly, the issue resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a procedure and as a result the physician was unable to complete procedure.